Event description:
The customer observed false nonreactive architect anti-hbc results for two patients when the controls were out of range. The customer stated that the quality control results were low when the discrepant patient results were generated. The following patient data was provided: sid (B)(6), result 0.55 and 2.03 s/co. The customer believes the result should have been reactive. Sid (B)(6), result 0.32 and 1.09 s/co. The customer believes the result should have been reactive. (Controls) ID (B)(6) result 0.65, 0.6, 0.59, 0.57, 2.15, 1.99 s/co. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08l44-74 that has a similar product distributed in the us, list number 6l22, with 510k number p080023. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Review of tracking and trending data for the architect anti-hbc ii assay did identify an increase in complaints for the lot; however, the search by list number did not identify an increase in complaint activity for the current complaint issue. Device history review did not identify issues associated with the customer¿s observation. Inhouse testing of a retained reagent kit in a control setup determined that the performance of the complaint lot is acceptable. All abbott controls including additional testing of abbott positive control across three instrument met package insert specifications. Results were well within range. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect anti-hbc ii reagent was identified.

Event description:
The customer observed false nonreactive architect anti-hbc results for two patients when the controls were out of range. The customer stated that the quality control results were low when the discrepant patient results were generated. The following patient data was provided: sid (B)(6), result 0.55 and 2.03 s/co. The customer believes the result should have been reactive. Sid (B)(6), result 0.32 and 1.09 s/co. The customer believes the result should have been reactive. (Controls) ID (B)(6) result 0.65, 0.6, 0.59, 0.57, 2.15, 1.99 s/co. No impact to patient management was reported.